Event description:
The pt received her scs system including two percutaneous leads (from the same lot numbers) on (B)(6) 2011. It was reported the pt has been unable to increase stimulation. A full parameter lead diagnostic revealed several contacts to have high impedance values. Reprogramming did not resolve the issue. A medical intervention to troubleshoot the issue is pending. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.